Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave blood glucose of 540 mg/dl and 196 mg/dl within 10 minutes. On a separate day, the meter gave results of hi and 150 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.